Event description:
It was reported that an ilet bionic pancreas became unresponsive with the display off after being placed on the charging kit during physical activity, consistent with a device display/controls malfunction involving the user interface component; a replacement ilet was shipped and the original was returned. Symptoms included transient hyperglycemia, with a highest reported blood glucose of 206 mg/dl for approximately one to two hours, without ketone testing, backup therapy, or medical intervention. Outcomes included no hospitalization, no emergency treatment, and no immediate health effects. Investigation included device replacement logistics and return of the original unit for analysis and inspection of the returned device. Investigation of this device revealed a screen unresponsive event with unknown root cause pending evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.